Event description:
It was reported by the field service representative that the loaner device would only beep and would likely not defibrillate. There was no report of patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was also observed that the therapy / power pcb signal cable had become partially dislodged from the power pcb. The device would only beep and would likely not defibrillate. The therapy / power pcb signal cable was reseated and then proper operation was observed through functional and performance testing. The device was returned to use. The cause of the reported failure was determined to be due to a partially dislodged therapy / power pcb signal cable.